Event description:
Customer reports: protime system inr gave inconsistent pt results. Protime readings were 1, 1.0, 4.0, 5.0 on all different pts. Protime inr result 7.1 vs 2. Lab result. Therapeutic range: 2.0 - 3.0. No adverse events reported.

Manufacturer narrative:
(B)(4). MFR awaiting product return for further complaint eval.